Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the hosp that when the driver supporting the vad was exchanged, the replacement driver made a constant noise that was different than the normal alarms. The screen was then lost and the pump stopped. The pt was then switched back to the original driver without incident. The pt remains ongoing on vad support.

Manufacturer narrative:
Upon completion of the driver evaluation, the driver was found to function as intended. A review of the device log file did not confirm the reported event. The driver successfully passed all required service evaluation and final functional testing. The reported incident could not be duplicated. The MFR is closing its file on this event.